Manufacturer narrative:
(B)(4) the devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. No culture was performed and no peritoneal effluent was analyzed. On (B)(6) 2010, the patient was treated with 500 mg vancomycin loading dose, 1 gm fortum and 200 mg of syscan (route and frequency not reported). At the time of reporting, the patient continued to receive fortum and syscan. The event of peritonitis was resolving. Dianeal therapy continued. The nurse did not provide an opinion of causality.